Manufacturer narrative:
Block b3: event date - approximately sometime after the initial implant procedure in (B)(6) 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin erosion at the site of the lead in the head and skull area. The patient underwent a surgical procedure where the skin erosion was addressed. Additional information was received that indicated the lead site wound deteriorated, and the leads became exposed. The physician used a plasma blade to address the head wound.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin erosion at the site of the lead in the head and skull area. The patient underwent a surgical procedure where the skin erosion was addressed. Additional information was received that indicated the lead site wound deteriorated, and the leads became exposed. The physician used a plasma blade to address the head wound. Additional information indicated that the patients issue at the left lead site involved skin breakdown and wound dehiscence. An update was also provided regarding the correct lead model and serial number, the date of the initial implant, and details about the facility and physician.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin erosion at the site of the lead in the head and skull area. The patient underwent a surgical procedure where the skin erosion was addressed.